Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) caught on the edge of the 5f non-cordis sheath, peeling it back and exposing the polyethylene glycol (peg); while inserting the device into a 5f non-cordis sheath. When the device went into the 5f non-cordis sheath, part of the sealant went into the 5f non-cordis sheath, before it was noticed that the plastic sleeve was peeled back. The sealant was exposed while inserting the device into the 5f non-cordis sheath since the sealant sleeves were frayed/split/torn and the peg was exposed to bodily fluids. Hemostasis was achieved using a new unknown mynx device. There was no reported patient injury. The device was removed from the package properly. The device was inspected prior to use, and no anomalies were noted. Excessive force was not used to insert the device into the 5f non-cordis sheath. The sealant sleeves were not out of position, and there were no damages noted to the sealant sleeves, although they peeled back from catching on the 5f non-cordis sheath upon insertion. The sealant was exposed to blood, but this was not due to any damage to the sealant sleeves; the sealant sleeve peeled back and it was not caught before it went into the 5f non-cordis sheath. The sealant was prematurely exposed during insertion into the 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The procedure was an yttrium 90 mapping case with a retrograde approach. The deployer is currently in training with the mynx device. Additional information was requested but not provided. A non-sterile ¿mynx control vcd, 5f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that both button 1 and button 2 were not depressed. The syringe was connected to the luer hub. The procedural sheath was not returned for analysis. The sealant was in its manufactured position, exposed due to blood saturation, and a kinked condition was observed on the cartridge assembly. The stopcock was set in the open position. The atraumatic tip did not present any damages or anomalies. No other significant details were noticed. The slit length on the outer sleeve was not verified due to the severe outward kinked condition of the sealant sleeve assembly as received. However, the catheter working length was measured and verified, and the dimensional analysis result was found to be within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of both buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, revealing that the sleeves had a kinked condition, exposing the sealant. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device; however, there was a kinked/bent condition of the sealant sleeves noted, which was likely the condition experienced by the customer. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from kinked/bent sealant sleeves. The exact cause of the failure experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (even though it was reported that excessive force was not used to insert the device into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) caught on the edge of the 5f non-cordis sheath, peeling it back and exposing the peg, while inserting the device into a 5f non-cordis sheath. When the device went into the 5f non-cordis sheath, part of the sealant went into the 5f non-cordis sheath, before it was noticed that the plastic sleeve was peeled back. The sealant was exposed while inserting the device into the 5f non-cordis sheath since the sealant sleeves were frayed/split/torn and the peg was exposed to bodily fluids. Hemostasis was achieved using a new unknown mynx device. There was no reported patient injury. The device was removed from the package properly. The device was inspected prior to use, and no anomalies were noted. Excessive force was not used to insert the device into the 5f non-cordis sheath. The sealant sleeves were not out of position, and there were no damages noted to the sealant sleeves, although they peeled back from catching on the 5f non-cordis sheath upon insertion. The sealant was exposed to blood, but this was not due to any damage to the sealant sleeves; the sealant sleeve peeled back and it was not caught before it went into the 5f non-cordis sheath. The sealant was prematurely exposed during insertion into the 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The procedure was an yttrium 90 mapping case with a retrograde approach. The deployer is currently in training with the mynx device. Additional information was requested but not provided. The device will be returned for evaluation.